Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an open heart procedure. Reportedly, the suture broke and the needle bent. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.